Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. During functional testing, no downstream occlusion errors were reproduced. However, a review of the event history log revealed downstream occlusion messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the downstream calibration values slightly out of specification. Force sensor no tube and force sensor scale factor calibration will be performed during the repair process to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had a downstream occlusion error during an unspecified process step. There was no patient involvement. No additional information is available.